Event description:
The customer reported that the screen on the device was not lit.

Manufacturer narrative:
(B)(4). The customer reported that the screen on the device was not lit. It was reported that a third party service provider replaced the energy select switch in the device to resolve the issue. Based on the repair info for this case, the reported symptom is consistent with a failure to power up.